Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2017) is considered to be the best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4 (product catalog no., UDI no., corporate lot no. Expiry date), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2018 ¿ patient was diagnosed with midline incisional hernia thereby underwent open repair with implant of sepramesh ip. Per operative notes, ¿a incisional hernia in the upper midline and multiple defects in anterior fascia were reduced completely excised. Adhesions in underside of the fascia was taken down. A sheet of sepramesh ip was placed in subfascial fashion and secured with sutures to the surrounding fascia.¿ on (B)(6) 2019 ¿ patient was diagnosed with recurrent ventral hernia and pain thereby underwent open repair with removal of prior mesh and implant of biological mesh. Per findings, ¿the midline incisional hernia mesh was removed and extensive adhesions were lysed. The perforated bowel was resected. The mesenteric defect was closed and midline defect was sutured circumferentially. A biological mesh was placed anteriorly and sutured in place.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."